Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump won't rewind. The customer¿s blood glucose level was 252 mg/dl. Customer stated they were unable to exit the load reservoir process. Customer did not receive complete status with next highlighted on the screen. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Rewind anomaly not found during testing. Device passed the self test, rewind test, prime/seating test, occlusion, basic occlusion test, force sensor test and the displacement test. (B)(4).